Event description:
A caller reported receiving a ¿replace sensor¿ error message on the same of applying the adc freestyle libre 2 sensor. The customer was unable to monitor her blood glucose and subsequently experienced symptoms of seizure and loss of consciousness. The customer had contact with a healthcare provider who administered a glucose injection for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ error message on the same of applying the adc freestyle libre 2 sensor. The customer was unable to monitor her blood glucose and subsequently experienced symptoms of seizure and loss of consciousness. The customer had contact with a healthcare provider who administered a glucose injection for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.